Event description:
It was reported the patient¿s implantable neurostimulator (ins) had reached end of service (eos). It was stated the patient¿s ¿stimulator battery was starting to be dead¿ at the time of report. It was noted the patient had previously experienced ¿significant benefit¿ with the device. It was stated replacement had been discussed with the patient and that she would need to schedule the procedure at least a week out in the future due to needing to be off a variety of medications prior to the procedure. It was reported the patient was to call the reporting physician¿s secretary to schedule a surgery. The reported noted the physician ¿had not done any surgeries on her yet¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).